Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, insulin delivery was resumed and the customer continued to use the pump for insulin therapy.